Manufacturer narrative:
A review of lot file b328 is still in progress. (B)(4) complaint database review. A review of complaints received for lot b328 was performed. There was two other pressure dome leaks reported to date for this lot. No trends were detected. Service order # (B)(4) completed on: (B)(4) 2013. Customer reported blood leak coming from both collect and return transducers. Checked transducers and found both were operational, cleaned blood stain underneath the pump deck, and ran (B)(4) system checkouts through. Repairs have returned this instrument to expected operation. All required documentation was given to the customer. The return was received for analysis and a problem with the pressure dome cannot be confirmed. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. The assessment is based on info available at the time of the investigation. The root cause for this complaint cannot be determine as investigation is still ongoing. (B)(4).

Event description:
Customer is reporting a pressure dome leak. Complainant name: same as reporter. Customer called to report blood leak coming from both pressure domes; noticed after treatment was completed and all blood/products were returned to the pt. Customer stated there were no alarms during prime. Cts asked customer if there were any alarms prior to observing blood leaking from the pressure dome. Customer stated there were no alarms during the entire procedure. Customer also stated pt was asymptomatic. Service order # (B)(4) was dispatched for inspection of instrument serial number # (B)(4). Customer returned product for investigation.